Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation/slda (single leaflet device attachment) resulting in mitral valve insufficiency/regurgitation (mr) was related to challenging patient anatomy (large gap). The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3 functional mitral regurgitation (mr) for a mitraclip procedure. A mitraclip was deployed centrally on the anterior 2/posterior 2 (a2/p2) leaflet. The final mr was grade 1. There was no clinically significant delay reported. On (B)(6) 2025, a single leaflet device attachment (slda) occurred. The clip was detached from the posterior leaflet. The clip attached to the anterior leaflet was stable. The patient was released from the hospital and deemed to be clinically stable. The plan is to schedule a transesophageal echocardiogram (tee) to determine the next steps. On (B)(6) 2025, a tee was performed. On (B)(6) 2025, the patient returned with grade 4 functional mr for a secondary mitraclip procedure. Two mitraclip xt's were implanted successfully. The final mr was grade <1. There were no adverse patient effects or clinically significant delays reported.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3 functional mitral regurgitation (mr) for a mitraclip procedure. A mitraclip was deployed centrally on the anterior 2/posterior 2 (a2/p2) leaflet. The final mr was grade 1. There was no clinically significant delay reported. On (B)(6) 2025, a single leaflet device attachment (slda) occurred. The clip was detached from the posterior leaflet. The clip attached to the anterior leaflet was stable. The patient was released from the hospital and deemed to be clinically stable. The plan is to schedule a transesophageal echocardiogram (tee) to determine the next steps. On (B)(6) 2025, a tee was performed. There was no evidence of tissue injury.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.